Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 5 years old. The user manual part number 1143190 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer states that the consumer alleges that the joystick was smoking and then stopped working. This allegedly is not the original joystick, but one from order (B)(4) from (B)(6) 2011. No injury is alleged.